Event description:
It was reported that the burr stuck with the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon withdrawal, it was noted that the burr stuck with the wire. The device was removed as one unit, and the procedure was completed. No patient complications were reported.

Event description:
It was reported that the burr stuck with the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon withdrawal, it was noted that the burr stuck with the wire. The device was removed as one unit, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned without the burr loaded on it. Spring tip was observed bent. Based on the evidence, the as reported code of "guidewire burr stuck on wire" cannot be confirmed. The bending on the spring tip did not contribute to the reported issue. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.